Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that shaft break occurred on a 16 x 3.00mm promus premier¿ drug-eluting stent. No patient complications were reported.

Event description:
It was reported that shaft break occurred on a 16 x 3.00mm promus premier¿ drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR: promus premier ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or strain and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed a break and approximately 220mm distal from the distal end of the strain relief. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).